Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted that attempts were made to reposition the lv lead, however they were unsuccessful. The lv lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead triggered an alert due to low impedance. It was also reported the lv lead exhibited no capture. The lv lead was inactivated and is scheduled for replacement. No patient complications have been reported as a result of this event.